Event description:
Technician alleged high low drive drifts down slowly. He removed, cleaned, and re-installed high low drive brake assembly to resolve.

Manufacturer narrative:
Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.